Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Device switches on automatically. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2015. The device performed to specification for nearly 2.5 years prior to the multiple manual power ons. This would suggest the on/off button was functioning correctly prior to this time. Information from the history log shows that the device began to record multiple manual power ons on the (B)(6) 2018. These multiple manual power ons are mainly of under 1 minute duration, alongside four manual power ons of 10 minute duration. This would indicate that the device was switching itself on automatically. The fault was witnessed during the investigation. The fault was traced back to an issue with the on/off dome in the returned membrane. The dome was ¿flat¿ and therefore was continuously in the pressed position. This had resulted in an intermittent short of track 13 to ground and the device switching itself on automatically. The fault could not be replicated when the dome was removed. Furthermore, with the dome removed the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equated to 33 months of normal use without fault and would confirm the failure was due to the flat on/off dome in the returned membrane. How the metal dome became deformed is unknown; however, it may have been due to one of the following possibilities: 1) storage conditions ¿ the device may have been stored improperly possibly under another device or object. 2) manufacture ¿ the uncharacteristic shape of the on/off key may have been a result of a manufacturing defect; however the operation of the on/off key is tested during assembly (h002-003-062-16) and final test (h032-014-004) where any defect would be expected to be detected. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Device switches on automatically. There was no patient involved.